Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.00/+2.0/086 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2024. The lens was explanted on (B)(6) 2024 due to low vaulting with lens rotation. The lens was replaced with a longer length lens and the problem was resolved.